Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the storage space (drawer) had failed, and the screen indicated that maintenance was required and to contact technical support. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer (fse) replaced the pyxis bus controller and the retractor band of main drawer 4.1 and successfully tested the drawer in the hardware testing application. The system functioned as intended after the field service engineer repaired the device.